Event description:
Terumo bct continuous mononuclear cell collection (cmnc)/idl kit had a defect in the inlet manifold, the welding came undone for unknown reason. The patient did not receive their blood back due to the kit malfunction issue. Patient was immediately disconnected and the attending physician was notified of the event. Manufacturer response for continuous mononuclear cell collection (cmnc) kit, terumo bct cmnc (idl) kit (per site reporter): manufacturer has not responded with their findings at this time.

Manufacturer narrative:
The following elements have blank data.

Event description:
Terumo bct continuous mononuclear cell collection (cmnc)/idl kit had a defect in the inlet manifold, the welding came undone for unknown reason. The patient did not receive their blood back due to the kit malfunction issue. Patient was immediately disconnected and the attending physician was notified of the event. Manufacturer response for continuous mononuclear cell collection (cmnc) kit, terumo bct cmnc (idl) kit (per site reporter). Manufacturer has not responded with their findings at this time.